Manufacturer narrative:
The returned product was subjected to a detailed technical analysis, and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from angiogram was reviewed. The photograph shows three stents in the sfa whereas at least one stent appears to be deformed. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent(s) is suggestive of a focal stent compression. Unfortunately, the quality of the photograph is rather poor. The technical investigation confirmed that the stent has been fully released. The outer shaft has been retracted by about 135 mm. Stent imprints in the retractable shaft over a length of about 150 mm indicate that the stent was properly crimped at the time of delivery. Both the distal and the proximal stent stopper show mild indentations which implies that the stent may have been pushed and/or pulled during release. Besides few kinks in the device shaft which were likely induced during repackaging for the return shipment, no other damage or irregularity was observed. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. Please note that, according to the IFU, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation. The user is further advised to select the appropriate stent size based on the diameter of the artery adjacent to the lesion and the length of the segment to be stented. Both are potentially contributing factors.

Event description:
Pulsar-18 peripheral self-expandable stent systems were selected for treatment of a severely calcified lesion (50% stenosis degree) in a mildly tortuous segment of the left proximal sfa. First, a 5/150 stent was deployed at the distal segment of the femoral artery. Subsequently, a 5/80mm stent (complaint device) was placed proximally. During stent deployment, the stent fully advanced into the 5/150mm stent and was shortened. A third stent was then implanted within the lumen of the second shortened stent. None of the stents were removed. The patient shows no abnormalities.

Event description:
Pulsar-18 peripheral self-expandable stent systems were selected for treatment of a severely calcified lesion (50% stenosis degree) in a mildly tortuous segment of the left proximal sfa. First, a 5/150 stent was deployed at the distal segment of the femoral artery. Subsequently, a 5/80mm stent (complaint device) was placed proximally. During stent deployment, the stent fully advanced into the 5/150mm stent and was shortened. A third stent was then implanted within the lumen of the second shortened stent. None of the stents were removed. The patient shows no abnormalities.